Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that while using the centrifugal pump to drain leftover blood into the reservoir, the central control monitor (ccm) display went blank and then the ccm rebooted. The pump was still running during the ccm reboot. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) provided the data log review to the manufacturer's senior technician support specialist who could not identify an error that would cause the reported complaint. The fsr replaced the coin cell battery and the main ribbon cable. The unit was run for an hour and completed release testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed. Per data log review: the central control monitor (ccm) rebooted on (B)(6) 2026 at 10:18:04 am and there was no error found that would cause the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.